Event description:
A malfunction was reported with the customer's pump, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the pump to be replaced and confirmed several details with the customer, including the shipping address and necessary steps for returning the faulty pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.